Event description:
A pt having a procedure in the or had a piece of blloon break off during the procedure and remain in the ureter. It was a microvasive passport balloon on a wire. The physician was able to retrieve the remaining balloon shortly after realizing what had happened. The balloon was removed in it's entirety, no adverse effects on the pt.